Event description:
A peritoneal dialysis pt reported that dialysis solution was leaking out of the cassette onto the floor during treatment. Pt states the dome part of the cassette had a small hole. Pt is fine and has no known ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.